Event description:
Additional information received indicated a loss of capture was observed on the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a cardiac perforation. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition.